Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the cable was missing from the kit.

Manufacturer narrative:
The reported issue (it was reported that the cable was missing from the kit) was confirmed, as manufacturing related. During visual inspection it was noted that the black cable of the product was missing. The black cable was not found in the tray. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the cable was missing from the kit.